Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1990. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a warning and switched to unipolar pacing mode due to measured low impedance. An inner insulation degradation was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.